Event description:
The pt was unresponsive and had increased rigidity. The pt was hospitalized. The event severity swas reported as severe. On (B)(6) 2011, a CT scan without contrast was performed; there was no evidence of discontinuity, kink or extravasation. On (B)(6) 2011, the pt underwent exploratory surgery of the catheter. The pt outcome was reported as resolved without sequelae. The drug used in the pump at the time of the event was baclofen. Add'l info has been requested; a follow up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).